Event description:
It is reported that the devices were implanted in 2004. Post-op, the stem fractured. The devices were revised in 2006.

Manufacturer narrative:
Evaluation summary: x-rays not returned; which may have provided more insight into the situation. A competitor's head was used with the zimmer stem and body. Exact cause cannot be definitely determined. The taper stem is fractured at the junction with the spout body. Portions of the splines on the stem are also deformed. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis showed debris observed near the fracture origin. The fracture appears to have originated by fretting fatigue. Fatigue striations and beach marks were observed indicating the fracture propagated by fatigue. Energy dispersive spectroscopy analysis of stem showed ti, ai, and v elemental peaks in spectrum, typical of tivanium alloy.